Event description:
Caller reported encountering cgm error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after completing the reset, the error code did not appear again, allowing the caller to successfully start their sensor session.